Event description:
Boston scientific crm received information that right atrial lead dislodged and was revised. A day later, lead dislodged again and was explanted, and successfully replaced without incident. As of this date, the lead has not been returned.